Event description:
It was reported that the healthcare provider (hcp) ordered the incorrect concentration for the pump. The concentration was diluted successfully and the pump was programmed correctly. Eight weeks later, it was reported that, when the dose was ordered, the hcp hadn¿t calculated the flow rate. The hcp resolved the issue by drawing out the drug, diluting it, and putting it back into the pump. The drug used in the device system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).